Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer continuously fails and user was unable to recover .there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue of row board cable. A field service engineer removed the back panel and reseated the row board connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.